Manufacturer narrative:
The reported event of insulation damage was not confirmed. As received, a complete lead was returned to one piece. A visual and x-ray examination of the lead revealed no anomalies. Electrical testing revealed no indication of conductor fractures or internal shorts.

Event description:
It was reported that the insulation of the left ventricular (lv) lead was loose prior to the implant procedure. A new lv lead was implanted to resolve the event. The patient was in stable condition.